Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient expired. The target lesion being treated was located in the distal left circumflex (lcx). The lesion was 80% stenosed, 3.0mm in diameter and 10mm long. The lesion was treated with the predilation and placement of a 3.0x16mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2011, the patient expired at home. The death certificate reports coronary artery disease, hypertension, diabetes and dyslipidemia as the cause of death. In (B)(6) 2011, it was noted that the patient visited the clinic and was in good health at that time with no labwork performed.

Manufacturer narrative:
Patient identifier - (B)(6). Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).